Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dried serum on the tip clamp, plunger clamp, and sleeve in the reported problem area of the pipette assembly. The tip clamp (collet clamp) was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.